Event description:
A distributor reported a pump malfunction involving a cartridge alarm during the loading process. There was no adverse impact on the customer's blood glucose levels, as they remained below 500 mg/dl. Although customer attempted to resolve issue by loading a new cartridge, alarm persisted, preventing successful resumption of insulin therapy. As a corrective action, customer technical support decided to replace the pump, and the customer will use multiple daily injections as backup therapy until the replacement arrives.